Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery, ophthalmic segment. Aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.5 mm distally and 4.9mm proximally. The access vessel was left internal carotid artery, with 7mm diameter. Dual antiplatelet treatment (dapt) was administered. A medical or surgical intervention was needed to prevent a permanent impairment of a function by removing the partially implanted device and exchange it with another. It was reported that a phenom 27 microcatheter was advanced with an avigo microguidewire without problems. Pipeline stent ped release began, a 5.00x18mm catheter initially failing to open at its distal end. After a moment of waiting, it began to open slowly. A defect ("deflection") was observed where the mesh begins. The device continued to be released up to approximately 50%, but the device failed to open, nor was the defect in the distal portion corrected. Despite several known maneuvers, the device failed to open or improve its configuration. Therefore, it was decided to remove it along with the phenom 27. The procedure was performed using a new pipeline, this time a 5.00x20mm one. The procedure was completed, and the patient remained in the care and continues to this day without any neurological or hemodynamic deficit. The angiographic result post procedure was satisfactory, with no complications. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an avigo guidewire, phenom 27 microcatheter, benchmark guide catheter, 6fr sheath.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within their dispenser coil. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The pipeline flex w/ shield pusher was found extending out the hub 76.5cm. The phenom-27 micro catheter was found kinked at 0.4cm from the distal end. No damages were found with the distal tip or marker bands. The pipeline flex w/ shield was advanced out with resistance encountered. The distal delivery wire became separated from the hypotube during the extraction. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The distal braid end was found fully opened, damaged, and frayed. The proximal braid end was found t apered and damaged. Testing/analysis: the phenom-27 micro catheter total length was measured to be 158.6cm and the usable length was measured to be 152.0cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the distal braid was found fully opened; however, the proximal braid was found not fully opened. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was confirmed to have ¿pipeline damaged during delivery/retrieval¿. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported patient vessel tortuosity as moderate, pipeline was not positioned in a bend, less than 50% of the braid was deployed, device was resheathed less than or equal to two times, and devices were prepared per IFU. The distal phenom-27 was found kinked, potentially contributing towards the braid damage and failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the failure to open was not determined, but the most notable and important aspect of the quality report is the "frayed" or "knotted" appearance of the proximal portion of the flow diverter, damage to the mesh. Conflicting information further reported defect was in most distal part of device mech. The distal section of the pipeline failed to open. It was not placed in a vessel bend when it failed to open. Resheathing was attempted on an attempt to open the pipeline. There was no problem with the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.